Event description:
A 6f angio-seal device was deployed in the left common femoral artery (lcfa) following a peripheral vascular intervention. The pt returned to see the physician and an ultrasound revealed an occlusion at the lcfa and proximal superficial femoral artery. The pt was brought to the cath lab at (B)(6). A silverhawk atherectomy was performed and blood flow returned to the left leg. A femostop was applied to control the bleeding. The pt was transferred to the hospital and then discharged a few days later.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.